Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed set screw marks on the terminal. The medical adhesive was torn/separated from the polytetrafluoroethylene (eptfe) at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. The distal end of the proximal spring and the proximal end of the distal spring electrode were also separated from the lead body insulation. Blood/body fluid is noted in the lumens and helix housing and the helix was noted to be retracted. The lead also underwent a continuity test and passed. Detailed analysis further revealed an abraded/torn eptfe on the shocking conductor coil. Trilumen insulation damage was also observed to be due to localized compressive stress on the tubing surface most likely caused by entrapment in the clavicle/first-rib region. No further issues were noted.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing. Thus, the physician decided to reposition the lead. During the procedure, it was discovered that the lead's insulation was heavily damaged between the patient's ribcage and clavicle. The lead was extracted and replaced. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
The product has been returned and currently undergoing analysis. This report will be updated completion of analysis.